Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided states that the leading haptic sheared off during implantation. For further information please see rayner intraocular lenses limited's MDR 9611165-2015-00015.

Manufacturer narrative:
The cause of haptic breakage is not known. The device inspection performed concludes that haptic breakage is not related to the returned devices. It is possible that the event has occurred as a result of a loading error; however, without the ability to examine the lens this is not possible to confirm. Our review of production records for the c-flex aspheric 970 iol batch 015e66325 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.